Event description:
It was reported that the "patient in recover was unable to move the left side of their body."hospitalization of the patient was required. It was noted that the patient's trial leads were pulled in the operating room by the physician right before preparing and draping for the implantation of the device. The patient was given "local monitored anesthesia care (mac) for surgery." It was noted that during the procedure, the physician tried multiple times "to place each of the surgical needles in order to place the leads." It further noted that the physician was able to place 2 leads and the stimulation was tested intraoperatively. The patient received stimulation to the low back and bilateral legs. It was noted that the patient "was drowsy, but responsive to stimulation questions." The procedure was completed and the patient was sent to recovery. The manufacturing representative stated that she "was contacted by the physician and told that the patient was not moving the left side of their body." The manufacturing representative further stated that the patient was "unable to shrug the left shoulder, move the left arm or move the left leg." It was noted that the patient was alert, oriented, and responsive to questions. It was further noted that the patient was programmed in the recovery room and the stimulation of both leads and multiple electrodes on both leads were tested. The patient stated that she "could only feel stimulation on the right low back area and down the right leg." The stimulation was turned off. It was noted that the physician sent the patient to another hospital to be evaluated for a stroke and a CT scan was ordered. It was further noted that unknown medicinal intervention was taken. The manufacturing representative stated that "prior to the patient being transferred, she was able to slightly shrug the left shoulder, slightly move her left arm and slightly move her left leg." It was noted that at the request of the physician on (B)(6) 2012, the patient was programmed and the stimulation was turned on. It was further noted that "prior to turning the stimulation on, the patient was flaccid on the left side and unable to shrug the left shoulder or raise the left arm, but was able to move the left leg." The patient received stimulation to the right low back and right leg, but was unable to feel stimulation on the left low back or left leg. It was noted that the patient was alert, oriented and responsive. The patient was educated on the patient programmer and instructed to follow up with any concerns or questions.

Manufacturer narrative:
(B)(4).